Manufacturer narrative:
The reported events were inadequate capture, and helix mechanism issue. A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region consistent with procedural damage. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue in the helix region and over torqued of the inner coil. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix exhibited unspecified helix rotation issues. It was also noted that the rv lead exhibited high capture threshold after it was implanted. The physician explant and replace the rv lead. The patient was in stable condition.